Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible with arm movements. No medical intervention was performed. No patient symptoms were reported and the patient would continue to be monitored.